Event description:
For two days in 2009, the lay user/patient's spouse contacted lifescan (lfs), alleging that the pt's one touch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt or reporter by phone. The pt's wife reported that on the afternoon of the day before, the pt became sweaty and confused. At the onset of symptoms, the reporter stated that the pt tested with the subject meter and obtained a blood glucose result of "330 mg/dl" with the subject meter. Within 30 minutes of the reading, the reporter stated that he tested on another device and obtained a result of "166 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of greater than or equal to 30%. The reporter denied that the pt received treatment. It is not known when the pt last tested with the subject meter or what result was obtained prior to becoming symptomatic. On the late afternoon of the first day, the reporter claimed that the pt had an "insulin reaction" and developed the same symptoms of feeling confused and sweaty as the day prior. At the onset of symptoms, the pt tested his blood glucose with the subject meter and obtained a reading of "107 mg/dl," which the reporter did not feel correlated with his results. Despite the alleged high result, the pt's spouse stated that the pt treated self with food and/or drink within minutes of developing the symptoms. Prior to becoming symptomatic, the reporter claimed the pt had last tested with the subject meter at "lunch time;" however, it is not known what reading was obtained and was action the pt took regarding his diabetes management in response to the reading. At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims he developed symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.